Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There can be several root causes of leaflet thickening. Leaflet thickening may cause the valve leaflets to not function as intended leading to regurgitation or stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 21mm valve implanted for four years, nine months had moderate leaflet thickening and moderate stenosis. The patient reported having problems for a little over a year. Her physician informed her that she could eventually undergo transcatheter valve replacement. Per received records, an echocardiogram showed moderate aortic valve leaflet thickening and moderate aortic valve stenosis. The physician recommended continuing her current medical treatment plan. The patient had been scheduled for left and right heart catheterization.